Manufacturer narrative:
H3) the manufacturer representative went to the site to test the navigation system. The camera was no longer recognized by the system. The connection to the camera with the software showed a backup battery fault was active. Corrective action included a camera replacement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the screen failed. And the back storage bin was broken. There was no patient involvement. Additional information was received stating that this was physical damage to the screen. The display is complete. Additional information was received stating that the system still had a camera problem, but it occurred after the broken screen. The camera needed to be replaced. Additional information was received stating that the camera would not connect. There was damaged, the shock alarm was activated.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821:- medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.